Event description:
It was reported that one year after implant, the right atrial (ra) lead was explanted and replaced due to rising impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d314trg implantable biv defibrillator, (B)(6) 2012; 0185 competitor implantable defib lead, (B)(6) 2012. (B)(4).